Event description:
It was reported that the user experienced hypoglycemia with a reported blood glucose of 45 mg/dl while using the ilet bionic pancreas and treated with approximately 16 g of oral carbohydrate in the form of juice; the user stated they typically respond to pump alarms but were unsure of specific actions due to memory issues. Symptoms included no reported hypoglycemic symptoms. Outcomes included recovery to in-range glucose by the end of the call with no medical intervention or hospitalization. Troubleshooting and education were provided. Investigation included customer interview and case review. Investigation of this case revealed no device alerts or alarms reported during the event. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.